Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). D4: UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Received device in fair condition. Found water leaking from the front face of the main block and disposable. The root cause of the reported issue was found to be leaking caused from worn out o-rings. Actions were taken to mitigate the reported issue: tightened screws affixing the main block to the interlock block and replaced o-rings.

Event description:
It was reported that the warmer was leaking from disposable plate. No patient injury was reported.